Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.7mm vticmo13.7 implantable collamer lens, -13.00/+5.0/087 (sphere/cylinder/axis), within the same surgery due to excessive vaulting and significant reduction of irido-corneal angles. The lens was replaced during the same surgery with a shorter lens and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
Corrected data: a2: date of birth: (B)(6) 2000. Claim # (B)(4).